Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a liver resection procedure, on third firing, the doctor closes jaws, pulled back the red safety lever and pulled trigger. Nothing happened, no battery power - surgical tech removed battery turned 180 and replaced in instrument. Again, no power and battery was warm. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged pcb board, damaged motor. The analysis found that one pse45a device was returned in good visual condition and with no cartridge reload present. Upon further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, it was noted that the pcb board and motor were not working as intended resulting in the inability to fire the device. No further functional testing could be performed. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The batch record was reviewed and no anomalies were noted during the manufacturing process.